Event description:
The event is reported as: complaint alleges: "while ring on latex hyperinflation bag is cracked causing circuit to fail pressure test". No pt injury reported.

Manufacturer narrative:
The available material of the component involved was inspected and they were found acceptable according with our acceptance criteria. The device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. The available material of the component involved was checked, but no issues were found.